Event description:
It was reported that an ilet user experienced recurrent hypoglycemia and weight gain after several months of use, increased meal carbohydrates to avoid low glucose, and requested a factory reset; a reset was performed and the system was set to bionic mode, and exercise pause use was reviewed. Symptoms included low blood glucose with a reported nadir in the 40s mg/dl, requiring treatment. Outcomes included self-treatment with oral carbohydrates including juice, crackers, and honey, with stabilization at home and no medical intervention or hospitalization. Investigation included customer care troubleshooting, education on exercise pause, and workflow after factory reset. Investigation of this case revealed no device malfunction reported during the interaction, and the event was consistent with hypoglycemia of unclear cause with user-directed carbohydrate adjustments prior to sleep. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.